Event description:
It was reported that cartridge leaked insulin from area near bottom and o-ring. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge with support from technical support, insulin delivery resumed normally.